Manufacturer narrative:
The device history record was reviewed and product met manufacturing specifications. The device was returned to kimberly-clark for evaluation. The balloon was filled and no leaks were detected from the balloon or the balloon valve. The returned device was evaluated and met requirements; we were unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "button came out and stoma and the site closed up." Child was taken to the ER, they were unable to replace the tube as the stoma had closed. Patient will require a reoperation. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).